Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported they experienced a high blood glucose of 568 mg/dl at the time of the incident. The customer did not report how they treated or any symptoms. The customer was using the insulin pump during the incident. It is unknown if auto mode was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the customer declined. The customer also reported receiving insulin flow blocked alarm. The event was resolved by a complete set change. The insulin pump will not be returned for analysis.